Manufacturer narrative:
A ge service rep performed an on site investigation. The camera and power supply were repaired. The system was then found to be operating as intended.

Event description:
The customer reported, the device failed to provide an image upon fluoroscopy xray. No report of pt injury.